Event description:
In 2002 the end-user called medtronic minimed, USA and stated that they noticed that the tubing was cracked where it connects to the reservoir, denies that pump was dropped or bumped. On 12/06/2002 maersk medical a/s received the complaint and 1 used tubing.